Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument movement was not sufficient and it did not move in a particular direction. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that no cable was broken and the instrument persistently moved with imprecise movement. There was no instrument-to-instrument or system arm-to-arm interference. No shakiness/ friction / external collisions was observed. The procedure was delayed for about 5 minutes without intra or post operative complications. The patient was under anesthesia at the time of the event and no known impact or patient consequence was reported. According to the surgeon, this event did not impact the procedure and patient¿s health and there is no concern about procedure delay causing any long-term complications with the patient. In addition, the customer stated that among the instruments that were used in the same surgery, one was due to movement abnormalities and two were due to broken wires. It seems that the lot number was mixed up when they requested for the instruments returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.